Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/26/2018, that on (B)(6) 2018, a loss of connection occurred. Data was provided for investigation but does not reflect the full investigation window. Confirmation of the problem and root cause could not be determined. No additional patient or event information is available.